Event description:
On (B)(6) 2014 the lay user/reporter in (B)(4), the patient¿s mother, contacted lifescan to report the onetouch verio iq meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On the morning of (B)(6) 2014 the patient obtained the blood glucose readings of 20 mg/dl and 100 mg/dl on the reported meter within 20 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. Afterwards, the patient took the actions of consuming a banana and taking 1.8 units insulin to compensate for the food. The patient manages her diabetes with insulin taken on a sliding scale. The patient did not seek any medical attention or treatment. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
(B)(6).